Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was able to confirm the reported issue. The stm stated that nothing unusual was identified in the logs. The stm replaced the broken fiber optic connector and then calibrated the iabp. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the fiber optic connectors of the cardiosave intra-aortic balloon pump (iabp) were broken. There was no patient involvement and no adverse event was reported.